Event description:
The report indicated that the first enterprise stent was forwarded through the micro catheter and came off, and a slight resistance at the transition of the y connector to the microcatheter was felt. The second enterprise stent encountered the same problem. Thereafter, the microcatheter and stent were both exchanged. The procedure was successfully terminated. Products were prepped according to (IFU) for use. The microcatheter will also be returned for analysis.

Manufacturer narrative:
Add'l info indicated that prior to inserting, no damages were noticed with any of the products. The resistance was occurred at the hub. The same y connector was utilized with the all the products. During insertion through the y connector and hub, constant flush was applied. During insertion with both connector and hub, constant flush was applied. During insertion with both enterprise stents, the tuohy was closed to secure and prevent introducer movement. The stents dislodged at the transition of the hub of the microcatheter. After the second stent didn't go through either, the physician removed the whole system, and stated to use a new microcatheter as well, and after the second enterprise he had the same failure, it is unk if the microcatheter was exchanged over a guidewire. A dedicated and constant flush was maintained at all times through the microcatheter. The y connector is not being returned, and it is unk if after removal of the devices any damages occurred. The affiliate indicated to check the returned products. The product is available for eval and testing, however, the analysis had not been completed. Add'l info will be submitted within 30 days of receipt. This one of two products used the same procedure on the same pt, which is associated with mfg report #1058196-2009-000105.